Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According the sr, during surgery it was broken when the surgeon drilled several times.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.